Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 250 mg/dl and current blood glucose value was 155 mg/dl. Troubleshooting did not resolve the issue. Approximate size of air bubbles were 1/2 inches. Product will not be returned for analysis.